Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account generated positive architect stat troponin-I results on a patient who tested troponin-t negative on a cardiac reader method. No specific patient information was provided. No impact to patient management was reported. The account uses a reference range of 0.000 to 0.100 ng/ml for troponin, 29 to 168 u/l for ck and 125 to 220 u/l for ldh. Data provided: (B)(6) 2014: architect stat troponin-I positive of 3.818 and 3.624 ng/ml, ck of 83 u/l, ldh of 154 u/l. (B)(6) 2014: architect stat troponin-I positive of 3.678 ng/ml. (B)(6) 2014: architect stat troponin-I positive of 3.418 ng/ml. (B)(6) 2014: architect stat troponin-I positive of 3.206 ng/ml. (B)(6) 2014: architect stat troponin-I positive of 3.355 ng/ml. (B)(6) 2014: architect stat troponin-I positive of 3.192 ng/ml. (B)(6) 2014: architect stat troponin-I positive of 2.856 ng/ml, ck of 33 u/l.

Manufacturer narrative:
Upon further review, it was noticed that the manufacturing site of wiesbaden, deu is incorrect. The correct manufacturing site is abbott park, il, USA. MDR number 1415939-2015-00037 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
No customer returns were available for evaluation. A review of the product labeling concluded that the issue is sufficiently addressed. A review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 95553un13. Acceptance criteria was met which indicates acceptable product performance. Panel testing shows that the likely cause lot performs per specification, therefore no deficiencies and no further issues were identified with architect stat troponin-I lot 95553un13.